Event description:
During a nephrostomy tube placement for a pt with colon cancer, the distal tip of the .018 guidewire detached in the kidney. There are no plans to remove the tip and the pt suffered no sequelae from this event. This device has not been returned to the MFR for eval. Therefore, no failure analysis will be available. Co's follow up revealed that the wire had been twisted and manipulated after resistance was encountered which co believes contributed to this event and does not attribute it to the device. Without evaluating the device, co cannot determine the exact cause for this event. Co's direction for use state: "advancement and/or withdrawal of .018/.038" wires should be smooth and without resistance. Do not use excessive force. If resistance is felt, carefully remove wire and system as a unit."